Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The device was at 3.5 years six months ago, and recently device longevity was at 2 years. Data analysis showed that the device power consumption was increasing in a gradual fashion. Device replacement was recommended or have the battery status re-evaluated in 90 days' time. To date, this device remains in service. No adverse patient effects were reported.